Event description:
It was reported that the patient¿s device turned off yesterday. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).